Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging the following issues with a one touch ultra 2 meter: error 2, line through the display, and unit powers off during use. The medical surveillance specialist (mss) spoke to the patient and his wife on (B) (6) 2010, and was able to obtain/verify information. The patient indicated that the alleged issues started on (B) (6) 2010, at 5:00pm. The patient's wife indicated that when the issue began, it was the patient's first time using the meter. Due to the alleged issues, the patient's wife stated that he was unable to test his blood glucose. Ten minutes after the alleged issues began, the patient's wife claimed that he developed symptoms of feeling low and was shaky. She denied that the patient received any treatment because of the alleged issues. However, the patient's wife claimed that he possibly could have prevented the low episode if he had been able to test. She believes he could have eaten something before the symptoms developed. The alleged issues were resolved with troubleshooting. In regards to the line across the display, the patient's wife explained that the meter displayed three dashes. According to the owner's manual, the meter will display three dashes if the meter is new and has not been previously coded. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.